Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
The reported feedback suggests that the line detached causing leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Event description:
The reported feedback suggests that the line detached causing leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Two 2477-0007 samples from lot 19065851 were received for investigation with opened packaging; residual fluid was present within both samples. Additionally, two baxter 100ml IV bags were received connected to one of samples to assist the investigation. A visual inspection of one of the returned samples confirmed the customer's experience as the tubing from the top of the drip chamber had separated; no separation was observed from the second returned sample. Pressure testing of the second sample identified leakage from the upper tubing joint of the drip chamber component. The tubes were then removed from the drip chamber and visually inspected, residual solvent was present on both tubes. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the separation could not be determined in this instance; however it is possible that an inconsistent amount of solvent had been applied to the joint during the assembly process, which resulted in a weakened tubing joint. A review of the production records for lot 19065851 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. Additionally, the solvent dispenser manufacturing protocols were updated to ensure an improved solvent distribution process. A review of the customer feedback database indicates that this is a rare occurrence with one similar report against the 2477-0007 set in the past 12 months.